Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The damage found was sustained during the surgical procedure. The lead was otherwise normal. Electrical tests showed normal results. The helix was damaged during testing and could not be evaluated.

Event description:
It was reported that during an implant the helix did not extend. The device was explanted and replaced.